Event description:
Rptr alleged obtaining a result of 173 mg/dl on the customer using the aviva sys when the customer was feeling hypoglycemic symptoms. Rptr stated the paramedics were called, arrived in a few minutes, and took her to the hosp. Reporter stated, several minutes later, the hosp obtained a 40 mg/dl result and that he is not sure how they treated her, but that they kept her overnight. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.